Event description:
A patient revision surgery had taken place in august 2005. "This patient underwent a revision of a left total knee in 2004. He began to have pain a few months after his surgery. He presents with complaints of pain, abnormal gait and difficulty with adl's. He was admitted for a revision of the left total knee. Intraop the components were found to be loose. All components were removed and replaced. In accordance with hospital policy the components removed are not available for release." When contacted via telephone the initial reporter indicated that it was the tibial component which was found to be loose and that the patellar component had shattered. He was not aware of any falls or other activities that might have contributed to these conditions. Plus will request that the explanted components be returned for evaluation.